Event description:
Customer received a blood glucose reading of 74 mg/dl with the freestyle while at school. They were entering the lunch rooom for lunch when they lost consciousness. The time between the reading and the loss of consciousness was not provided. Pt sustained a slight concussion from the fall and experienced a seizure. School nurse attempted to provide medication but only was able to administer saline. Emt's upon arrival administered dextrose. After administering dextrose, the user's blood glucose was 60 mg/dl. Reading was obtained by the paramedics with an unknown brand of meter. Customer stated that child's snack and lunch schedule had changed on the date of the event. The snack was 30 minutes early and lunch was 30 minutes late.